Event description:
It was reported that the rv lead was capped due to excessive noise and extracardiac stimulation and that the device was explanted due to a suspected generator problem. Oversensing was inducible by arm movements and low hv (high voltage) coil impedance was observed at 13 ohms. Previously the lead had exhibited low ring to coil impedance. The patient has received no false shocks, but carelink reports have shown some non-sustained episodes and an alert triggered by high short interval counts. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: no anomalies found.